Event description:
The customer has observed advia centaur xp enhanced estradiol failed quality control or high %cv results and underperforming patient results. There was no known report of patient treatment being altered or adverse health consequences due to underperforming advia centaur xp enhanced estradiol patient results.

Manufacturer narrative:
The cause for the advia centaur xp enhanced estradiol failed quality control or high %cv results and underperforming patient results is unknown. There was no known report of patient treatment being altered or adverse health consequences. Siemens is investigation further and has requested samples of the enhanced estradiol reagent kits for further investigation. No conclusion can be drawn.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2013-00311 on 12/13/2013 for an advia centaur xp enhanced estradiol failed quality control or high %cv results and underperforming patient results. 01/27/2014 additional information: siemens investigated advia centaur xp enhanced estradiol reagent lot 021 and the reagent lot is performing within specifications. The customer has discontinued using reagent lot 021 and this reagent lot expired 05/15/14. Additional investigation by siemens determined that the issue was not cuvette related. It was observed that the customer's quality control percent cv's were slightly elevated, however their quality control ranges are narrower than the manufacturer's quality control package insert ranges. No actual patient data has been provided for further evaluation. The cause for the advia centaur xp enhanced estradiol failed quality control or high %cv results and underperforming patient results is unknown. There was no known report of patient treatment being altered or adverse health consequences. No conclusion can be drawn. The instrument is performing within specifications.